Manufacturer narrative:
(B)(4). The subject rt225 infant single-heated ventilator circuit (>4 l/min) has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt225 infant single-heated ventilator circuit (>4 l/min) failed the ventilator leak test during set up and prior to patient use. There was no patient involvement.